Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue" "occurred. The sensor was inserted into the arm. On (B)(6) 26, it was reported the patient¿s cgm was reading 54 mg/dl while the bg meter was reading 52 mg/dl. The patient reported ¿feeling very poorly¿ at this time. There was no documentation regarding whether the patient provided himself with any medication or treatment for his low bg level. At an unspecified time after this, the patient¿s cgm went into a brief sensor issue state. 911 was called and the patient was transported to the ER. It was reported the patient was hospitalized. No other patient or event details were reported, including any treatment details or how long the patient¿s hospitalization was. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.